Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code - unknown. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Requested but not returned by hospital.

Event description:
It was reported a patient underwent a right total hip arthroplasty on an unknown date approximately 20 years ago. Subsequently, the patient was revised on (B)(6) 2016 due to osteolysis and loosening of the stem and shell. The poly liner was reported to have asymmetrically worn through to the shell.